Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 08june2020.

Event description:
It was reported that during use, an audible noise was heard in conjunction with the triggering of oxygen source error codes (x2) unresolved by device fi2 settings adjustments and resulting in patient moderate hypoxia. The device was in therapeutic use during the time of the event. During the event duration of approximately 26 minutes, the patient experienced moderate hypoxia, spo2 approximately within low 70% range. The patient was subsequently transferred to a secondary device of the same make and model. It is noted that the patient condition improved, however an artificial airway was placed into the patient after an undefined amount of time. The etiology of ett (endotracheal tube) placement is unknown but relation to the use error cannot be ruled out definitively. The device was inspected by international field service engineers. The reported oxygen-related alarm occurrence was unable to be confirmed. The error log was examined but event logs that showed device anomaly had not been recorded. Moreover, a noise was not duplicated. Functional testing in line with the check sheet was done and it made sure that the device was normal. Overall checks, cleaning, run testing, and a function test were performed. Further review of the device diagnostic report discovered oxygen source alarms triggered upon initial onset of therapy as designed and provided warning notification of external oxygen supply issues. The field service engineer confirmed full functionality of the device and performance with no fault or malfunction found. It has been determined by philips sr. Clinical post market specialist that the device functioned as designed and user error resulted in therapy delivery without supplement oxygen. The device mitigations to such errors triggered and functioned as designed providing audible and visual notification of oxygen source and supply configuration error upon initiation of therapy, however therapeutic application of the device was conducted despite these warnings.